Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the defibrillation lead entered the ventricle and the heartbeat of the patient stopped, and patient experienced self-declared dizziness which was the same as the syncope symptoms the patient had before the implant procedure. It was suspect that syncope was caused by intermittent third-degree atrioventricular block. After talking with family members, the family and physician chose to implant a brady system instead. Therefore, the defibrillation lead was removed and not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.